Manufacturer narrative:
The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer received a 209 (galvo) error at the transition between the bed and the side cut on both eyes (ou) of the last patient of the day. Doctor was able to perform a side cut only on one eye but decide to revisit the other eye another day. Technical support had customer perform a test procedure after and it was completed successfully.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.